Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had pulled back after the device was placed in the pocket. The lead was repositioned and subsequently pulled back again. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.